Event description:
I have noticed multiple, seemingly unrelated symptoms that have been progressively getting wore since I had my first implant. I¿ve had two ruptures, and replacements and other surgical related problems. Not only was my plastic surgeon a hack, now I have so many things wrong with me I¿m barely able to go to work. I've been told by my pcp that there are no tests for breast implant illness, and not enough legitimate studies to allow me to explant under our plan I have an hmo, and I've been told they will only explant if I have an contracture, I am. The date I entered for my implants is the last surgery I had. My initial implant date was (B)(6) 2007.